Event description:
It was reported that the balloon ruptured. An agent dcb mr 2.50 x 15mm was selected for treatment. During the procedure during the initial inflation, it was noted that a nominal burst occurred. The device was removed and was replaced with another of the same device which was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Event date: 02/01/2024 was used as the approximate date of event, as the actual date of event is unknown.